Event description:
It was reported that the battery pack of the device started to smoke and was very hot during the course of a surgical procedure. A back-up device was retrieved and the procedure was completed with minimal surgical delay. There were no reports of any adverse consequences and no medical intervention required.

Manufacturer narrative:
The battery pack was the only portion of the handpiece received from the user facility. Based on eval results of the battery pack, battery overheating event was confirmed. Due to the conditions of the unit received the root cause for the battery overheating event was not able to be determined.